Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, oversensing and noise was noted the right ventricular (rv) lead. Technical support was contacted and the rv lead was capped and a new lead was successfully implanted. The patient was in stable condition.